Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addr01 ipg, implanted on (B)(6) 2009. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had low pacing impedance. Undersensing of p waves was noted with large far field r-w aves (ffrw). It was also reported that the right ventricular (rv) lead had high thresholds and low pacing impedance. Both leads were reprogrammed, changed to unipolar mode, and remain in use. No patient complications have been reported as a result of this event.